Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant attempt, the right atrial lead impedance was high, there was no sensing, and there was noise. The lead was not used, rather it was replaced with a new lead. No patient complications have been reported as a result of this event.